Event description:
It was reported that after a da vinci si hysterectomy procedure, the surgical staff had observed that the monopolar curved scissors instrument was missing one blade. The component was located in the patient's pelvis area during x-ray and the surgeon was able to retrieve the missing piece through open surgery. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and broken blade were returned and evaluated. Per the customer reported complaint, the broken blade had fractured at the cross section of the cable crimp. The fracture plane is straight and the intact blade does not exhibit damage at the tip except general wear of the blade. No other damage was found.